Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was not confirmed via device analysis. Additionally, it was observed that the gripper cover was bulky. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the cause of the observed bulky gripper cover and gripper cover caught in harness was unable to be determined. The reported single gripper actuation issue was likely due to gripper cover caught on harness. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be filed with additional information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xtw was advanced within the patient into the left ventricle. During gripper actuation testing it was identified that one of the grippers would not descend. Troubleshooting was preformed unsuccessfully and the clip was removed from the patient. A replacement mitraclip xtw was selected, during device preparation it was identified that one of the grippers would not descend. An additional replacement mitraclip xtw was selected, prepared, advanced, and successfully implanted within the patient. The procedure was then discontinued, the final mr was grade 2-3. There were no adverse patient effects or clinically significant delays reported.